Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they ere experiencing high blood glucose level 400 mg/dl. Customer stated that insulin pump was not working. Customer inserted battery in insulin pump but it was blank. It was unknown if insulin pump was on auto mode. The device will not be returned for analysis.